Event description:
The complainant alleged during a routine shift check by a clinician, the device displayed a "defib pad short" message during a 30 joule self test.the complainant indicated that there was no patient involvement in the reported malfunction.